Manufacturer narrative:
Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to flashing medtronic logo. Unable to test the keypad due to flashing medtronic logo. Unable to verify open book due to flashing medtronic logo. Multiple unsuccessful download attempts were made using the thump software. The p-cap locks properly into the reservoir compartment. The pump was cut open and severe corrosion was noted on the force sensor assembly and the rest of the electronic assemblies had moisture damage during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, and scratched case. Open book and keypad/button unresponsive anomaly are unknown due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on all electronic assemblies. Frozen screen was not confirmed. Unable to download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error, and the insulin pump was exposed to water. The customer reported the pump screen displaying a flashing medtronic logo and having a frozen display. The customer mentioned the keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the critical pump error, which explained that the pump performs safety checks, and an error was found. Troubleshooting was partially performed for the fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Troubleshooting was performed for the flashing medtronic logo, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.